Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had motor error. Customer's blood glucose level was 175 mg/dl. Customer states they grinding sound every time by delivery and insulin pump makes puffing sound. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08715 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. No unexpected motor grinding noise noted testing. No drive/motor anomaly noted. The motor was tested outside of the unit and passed. Device had a cracked reservoir tube lip.